Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss/suture retrieval issue was confirmed as analysis of the device indicated that an anterior needle-to-cuff miss occurred during needle deployment as evidenced by the anterior cuff remaining in the anterior foot pocket. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an aortic stent implant, pre-close placement of the sutures was attempted in a mildly calcified right common femoral artery using perclose proglide devices, via a 10-french sized sheath. Reportedly, during suture deployment, the needles did not connect with the foot, which resulted in no suture being present to be retrieved. The device was removed and five additional proglide devices were attempted, but with the same results; the needles did not connect with the foot, which resulted in no suture being present to be retrieved. Two additional proglide devices were sequentially deployed 60-degrees opposite in orientation and set to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. After conclusion of the aortic endoprosthesis implant, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Reportedly the right common femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other five perclose proglide devices, referenced are being filed under a separate medwatch manufacturer report numbers.